Event description:
It was reported the customer had recurring device software error alarms. Customer's blood glucose was 211 mg/dl. The customer stated their temp basal was not programmed before the alarm occurred. The customer also reported changing their battery twice, and a off no power alarm occurred. It was also found the off no power alarm occurred a second time with a low battery warning. Troubleshooting did not find any damage to the customer's battery cap. The customer's insulin pump will be replaced due to the recurring off no power alarm. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had cracked battery tube threads, a cracked reservoir tube lip, a missing end cap sticker, and a cracked reservoir tube.